Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure error-226 was confirmed and screen goes white was not confirmed. The results of the investigation, and since the device malfunction of screen goes white was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined and the cause of the e226 could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had error e226 - scope communication error and the screen goes white with pixilated strip across the top of monitor. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.